Manufacturer narrative:
The samples were serum. Controls pre and post event were within the lab's established ranges. A bci field service engineer (fse) replaced the creatinine module. Fse aligned the probe, calibrated the lamp, and ran calibration, qc, and precision check.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high serum creatinine (crem) result generated by unicel dxc 800 clinical system. Urine analysis generated result within the normal reference range (9.5 mmol/24 hours). The sample was repeated and lower result was obtained. The erroneous result was not reported outside of the laboratory. Patient treatment was not impacted by this event.